Manufacturer narrative:
Update: 4/7/16 - upon reveiw of the received product, it was noted that the pin was bent, but broken. This is not a reportable malfunction. Product was reported in error.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pin became stuck in block in the cutting block.